Manufacturer narrative:
No conclusion code available. Upon interrogation, the device was not able to communicate with the programmer due to low battery voltage. The device was found to not be within estimated longevity, it is unknown why the battery depleted to below eol. Bench testing was performed, which includes telemetry, pacing, sensing, impedance measurements and hv charging and hv shock was performed and the device was found to be normal. No device anomaly was reproduced. The cause of the premature depletion remains undetermined.

Manufacturer narrative:
. Premature battery depletion was confirmed by analysis. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance values were tested, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
During follow-up, the device could not be interrogated. The device was explanted and replaced. The patient was stable.